Manufacturer narrative:
Model number/catalog number 72404155. Serial number n/a. Batch/lot number 1100014231. Model/catalog description reservoir 65 ml pc/iz. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) had been implanted with undersized cylinders, resulting in glans drooping and difficulty with penetration. A surgical procedure was performed during which the ipp was removed and replaced. The original 15 cm cylinders were exchanged for new 18 cm cylinders. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number 72404155. Serial number n/a. Batch/lot number 1100014231. Model/catalog description reservoir 65 ml pc/iz. Unique identifier (UDI) # (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported issues with cylinder - length too short may have been due to a potential measurement error. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of disfigurement and length too short defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptom of disfigurement is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) had been implanted with undersized cylinders, resulting in glans drooping and difficulty with penetration. A surgical procedure was performed during which the ipp was removed and replaced. The original 15 cm cylinders were exchanged for new 18 cm cylinders. No further patient complications were reported.